Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Slight tissue buildup was observed on the jaws. The heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the base and the tip of the jaw. Upon observation, blood was on the harvesting tool handle near the toggle. The device was evaluated for electrical/ cautery function. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.60 ohms which is not within hemopro 2 final test specification. The device failed the temperature measurement test. The displayed temperature did not increase and did not turn ¿green¿ within the 2 second specified timeframe. To check the electrical continuity in the device, the shrink tubing was removed and the jaws were dissembled. While removing the shaft pin, it was observed that the wiring through the flex shaft pin hole opening was exposed, the insulator was damaged. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the shaft pin through the white wire insulator during assembly. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "failure to deliver energy" and the analyzed failure mode "bent wire". The reported failure mode "failure to deliver energy" has been investigated under (B)(4). A CAPA will not be initiated as the reported failure is not systematic and does not indicate a trend. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.